Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 550. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550 was confirmed during event history log review. This condition was caused by loose speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.